Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, it was not possible to interrogate the device using inductive telemetry. The ¿rf for remote monitoring¿ parameter was on. Preliminary analysis confirmed the reported event. Following livanova¿s recommendations, a recovery procedure was performed for this patient on (B)(6) 2016, resolving the inductive telemetry issue.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2016, it was not possible to interrogate the device using inductive telemetry. The rf for remote monitoring parameter was on. Preliminary analysis confirmed the reported event. Following livanova¿s recommendations, a recovery procedure was performed for this patient on (B)(6) 2016, resolving the inductive telemetry issue.